Event description:
During removal of drains, the drain in the right upper quadrant of abdomen frayed causing a segment of silastic tubing to remain in the subcutaneous tissue. Attempts to retrieve were not successful at that time. On 8/3/95, pt was admitted to short procedure unit and retained fragment of drain was removed under anesthesia.